Event description:
During a pta treatment procedure on a malfuncitoning left arm av fistula, the balloon ruptured and detached in the basilic vein. Digital angiography had demonstrated multiple segments of severe stenosis within the brachial vein up to the level of the mid humerus. A 7 mm x 10 cm balloon angioplasty catheter was inserted through a 6 fr. Vascular sheath. The physicain used the balloon to dilate the severe stenosis with several residual stenoses. Contrast was refluxed into the arterial anastomosis which demonstrated the vessel to be patent. The balloon was then exchanged for a 8 mm x 8 cm angioplasty balloon which was used to dilate the stenosis in the basilic vein. On the second inflation at 20 atm, the balloon ruptured and separated completely from the catheter. (Rbp 15 atm). The catheter was removed and wire access retained. Injection of contrast demonstrated a partially filling balloon in the mid basilic vein. A 5 fr over the wire fogarty catheter was used and advanced past the balloon. This was inflated and pulled back in an attempt to bring the ruptured balloon into the graft. This maneuver was unsuccessful. Multiple attempts were made passing a 20 mm sheath snare over the indwelling wire to retrieve the catheter, but this also was unsuccessful. The sheath was exchanged for a 9 fr sheath and a 4 fr glide catheter and glide wire was used to attempt to pass alongside the balloon, again without success. Vascular surgery consult was obtained and the decision was made to abort the procedure. The pt was taken to the operating room for a brachial vein cutdown and the balloon fragment was removed. Pt requires surgical revision of the graft.